Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). The investigation is complete. Review of the most recent repair record determined have unstable motor speed, the control bar was damaged, and the unit was out of calibration. The shaft bearing, sleeve bearing, control bar, needle bearing, screws, and motor were replaced and resolved the reported issue. It was noted that the unit has not been returned for preventative maintenance. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the dermatome was not working/there was no power. No injuries reported. No additional information available. Upon completion of the investigation it was found that the device's motor speed was unstable. No adverse events were reported as a result of this malfunction.